Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent vibration occurred. The product was evaluated. An exterior visual inspection was performed and passed. Functional testing was performed and passed all relevant testing. Audio\vibration test with global receiver communication tool test was performed and passed. Performed manual receiver test "try it" in vibrate mode which passed. The receiver was opened and an internal visual inspection was performed and passed. Vibrator motor internal resistance were measured and is within specification. The receiver log was downloaded and reviewed, finding no errors related to the complaint.the allegation was not confirmed. A probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had intermittent vibration output. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.